Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static at 125 units despite the cartridge being in use. Customer reported blood glucose level was 210 (mg/dl). Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.